Event description:
Revision of a left hip. There was a bipolar component that dislocated. The bipolar head, and 26mm inner head were removed and replaced with a unitrax endoprosthesis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.